Manufacturer narrative:
The reported issue was resolved by troubleshooting with the patient. There is no indication of a product malfunction. Confirmation of the alleged deficiency was not required due to the issue being resolved.

Manufacturer narrative:
This file was originally submitted on 07/02/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported that the wcd system is not working and has a wrench on it. Troubleshooting attempted by changing batteries but the issue persisted. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.